Event description:
It was reported that continuously beeping was experienced. Also a bad lens and damaged rear case.

Manufacturer narrative:
Other text: h6) additional information was received indicating the reported the event did not occur while in use with a patient. One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with damaged housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a power up test was performed. Customer reported problem was not duplicated. The moment the device was powered up the device started double beeping. The downstream sensor was replaced as well as the damaged front and rear housing.